Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. It was identified that the device had corrosion on pin 4. The presence of corrosion is consistent with using of cleaning/disinfecting product other than isopropyl alcohol inside the patient cable connector, reconnecting the patient cable to the mx40 while there is still fluid (chemical) present inside the patient cable connector (on the contacts), and inserting a battery into the mx40 to initiate use. The mx40 instructions for use (IFU) provides information related to cleaning and disinfecting the mx40 and accessories, and instructs that only isopropyl alcohol is to be used inside the patient cable connector. The issue was resolved by replacing the rear housing. The device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the sp02 is not giving readings in continuous mode. The customer further advised the device was tested in the shop and they did not duplicate the sp02 not working in continuous mode but found the sp02 was reading low. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.